Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The sample initially resulted in a na value of 142 mmol/l and repeated on a second cobas pro ise module as 133 mmol/l. The repeat result was deemed correct. The initial questionable result was reported outside of the laboratory. The na electrode lot number was b4107. The expiration date was not provided.

Manufacturer narrative:
The field service engineer found a misaligned vacuum nozzle in the dilution vessel. He aligned the vacuum nozzle. Ise checks were performed. Calibration and quality control were run and found within customer's specifications. The sample probe was bent by the customer and replaced by the field service engineer. Ise checks, calibration, controls, patient samples, and precision checks were performed. All results were within specifications. The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on 03-dec-2022 was acceptable with no alarms. Quality control data from the day of the event were not provided but were acceptable according to the customer. Based on the provided information it is not possible to determine if the customer¿s pre-analytical handling is acceptable. Upon review of the alarm trace, no relevant alarm was observed. The investigation determined the service actions performed resolved the issue.